Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the unit and confirmed that the blood back was isolated to the patient interface module. The fse replaced the pneumatic module assembly. The fse performed full calibration, functional, and safety tests to factory specifications. The iabp was then returned to the customer and cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) had a blood back.